Event description:
Additional information received indicated that the patient¿s right ventricular (rv) lead was over-sensing noise. The rv lead was capped and replaced on 04 jun 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing noise. A new rv lead was implanted on (B)(6) 2021. Further information was requested but not received.